Event description:
Pump thrombosis - started with pump spikes, treated with heparin and integrillin at one point, multiple ramp studies and right heart cath were done. Eventually taken emergently for exchange.